Manufacturer narrative:
No specific device information was provided. The date of the event was the date of publication as the date of the event was not provided in the identified literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-sep-23 n/a (rep, hcp, lit): literature was reviewed regarding seizure predictors and control after microsurgical resection of supratentorial arteriovenous malformations in 440 patients the time frame of this study was between 1997 and 2010 the following medtronic devices were used: onyx non adhesive liquid embolic agent no deaths occurred in the study population. Among patient adverse events included: intraoperative aneurysm rupture postoperative intracerebral or intraventricular hemorrhage postoperative subdural or epidural hematoma postoperative arterial or venous infarct 3% incidence of new postoperative seizures for patients without preoperative seizures no further information was provided pertaining to medtronic products.